Manufacturer narrative:
H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach swivel adapter cracked on the trach tube. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: no device was returned for investigation, but a photo was provided by the customer. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. The connector was found to be damaged in the photo. The probable cause of the damage was unknown. If the product is returned, this complaint will be reopened for further investigation.